Event description:
A patient recently implanted with an evoke spinal cord stimulation (scs) system experienced a fever and infection at the closed loop stimulator (cls) implant site. A system explant was performed on the same day. It was noted the patient reportedly excessively picked at the cls incision immediately post-implant.